Event description:
A malfunction alarm with the code malf 12 was reported. There was no reported impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again. No additional details about blood glucose levels were available, as the customer chose not to disclose this information.